Event description:
It was reported that the patient presented with a dislodged left ventricular (lv) lead as confirmed via fluoroscopy. It was also noted that the lv lead failed to capture. The lead was explanted and replaced. The patient was stable.